Event description:
A customer contacted beckman coulter inc. (Bci) stating that a fluid buildup was observed in the bottom tray of the coulter lh 750 slidemaker analyzer that appeared to be diluent as well as some blood. There was no leak outside the unit. The customer was wearing personal protective equipment (ppe), gloves and a lab coat. As the customer was cleaning the unit was when the fluid build up in the tray was identified. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and confirmed a leak in the backwash probe, which provides pressurized diluent at the rinse block to rinse the dispense probe. The leak was repaired as per established procedures and met published performance specifications. The root cause was attributed to the a leak in the backwash probe. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.